Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to high blood glucose. The paramedics were called. Customer experienced shortness of breath, weak and faint. Customer was transported to hospital. Diagnosed diabetes ketoacidosis. The blood glucose reading at the time of the event was 521 mg/dl. Customer stated that insulin squirts out. The insulin pump alarms during the prime process. The drive support cap is protruded. The current blood glucose reading is 86 mg/dl. The insulin pump will be replaced. Customer stated that she is hospitalized due to diabetes, but is unsure if the insulin pump's malfunction contributed or not. Nothing further reported.